Event description:
(B)(4). It was reported that the bubbling occlusion sensor malfunctioned. No patient injury was reported.

Manufacturer narrative:
The reported "bubbling occlusion sensor" problem was duplicated. There was an air bubble in the downstream occlusion sensor seal. The dso sensor seal will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06426. The report was submitted in error.